Event description:
It is reported on the product experience report that "the revision surgery was performed for to loosening in 2009. The surgeon recognizes that this event is not (a) complaint. And he comments that this event is not related to the medical devices. This event is regarded as osteolysis or cement technique". The device was implanted about 2 years prior.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were provided for review. The devices were in vivo for approximately 2 years. The patient's height, age, weight and build is unknown. The complaint was stated that the event was related to cement technique or osteolysis. Based on the available information, a definitive cause can not be determined. Evaluation codes: no product was returned. For item number 6717-00-008 and 6307-00-200 the review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. For item number 6705-03-809 the review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is no indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.